Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer's blood glucose was 380 mg/dl. Pump system check with tandem technical support could not identify source of blockage. Customer changed pump supplies and insulin delivery was resumed.